Event description:
It was reported that the right carotid balloon ruptured in the common carotid artery. No injury was reported to the patient.

Manufacturer narrative:
The device was discarded and not available for investigation. Therefore, the exact root cause of the reported issue could not be determined. The device was checked prior to use, where no deficiencies were reported. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation." We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Due to reports of similar issues for this product we have opened CAPA 2024-005 to further investigate the reported issue.